Event description:
The healthcare professional reported injecting a patient with 2ml of evolysse form in the cheek bilaterally. Approximately one (1) month post injection the patient experienced a hard mass on the right cheek. The hcp used 6 vials of hylenex to dissolve the mass and prescribed steroids. The mass temporarily resolved however, once the steroids wore off, the hard mass returned. Patient was restarted on steroids and antibiotics. Safety database reference number (B)(4). Additional comments importer (B)(4).